Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with an edwards 27mm valve, with unknown implant duration, is being evaluated for a valve-in-valve procedure due to stenosis (two fused leaflets). A tmvr is planned.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event and implant/ explant date.

Event description:
It was reported that this patient with an edwards 27mm valve, implanted for 10 years, is being evaluated for a valve-in-valve procedure due to stenosis (two fused leaflets). A tmvr is planned.

Event description:
It was reported that this patient with an edwards 27mm valve, implanted for 10 years, underwent a valve-in-valve procedure due to severe stenosis (two fused leaflets) and regurgitation. Successful tmvr was performed with 26mm valve. There was no evidence of complication. The patient was discharged home on pod #4.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.